Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that a patient had an open tibial fracture from a motor vehicle accident on an unknown date during (B)(6) 2013. The patient was treated with a tibial nail (8mm x 330mm) and associated hardware. On an unknown date it was determined that the tibial fracture had not healed. It was also reported that the distal locking screw in the construct had broken about 1 year post-operatively. The patient had a hypertrophic callus because, the nail diameter was too small in the canal. The surgeon hoped that an auto-dynamization could help treat the non-union. On (B)(6) 2015 performed the revision/explant surgery. The broken distal screw made it difficult to remove the nail however, the surgeon was able to remove the nail. The tibia was reamed to 12.5mm, and a larger diameter nail (11mm x 330mm) was implanted. The broken distal screw had broken into five fragments. Four fragments of the screw could not be removed and remain in the patient. One fragment was successfully removed. The surgery was extended by more than one hour. Patient status outcome following the procedure was not provided. This report is 1 of 2 for (B)(4).